Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. However, moisture damage was noted on keypad traces. A cracked reservoir tube lip, cracked display window, minor scratches on display window and a cracked case near display window corners were noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.